Manufacturer narrative:
Analysis found motor stalling and error code 15 displayed on the console. Pre-repair test could not be performed. Further inspection found housing and motor cable assembly, heavily corroded. Housing and motor cable assembly to be replaced along with associated parts. The device has been successfully tested and passed according to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a handpiece was leaking and heating up during the procedure. There was no patient or staff impact.